Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 329 mg/dl, 198 mg/dl, and 121 mg/dl. No actions taken based on device results no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A customer contacted baxter's technical service center reporting that the bag fell and disconnected during setup. The caregiver (cg) cycled power to the homechoice (hc) machine to start over with new supplies, but was unable to open the hc door. The technical service representative (tsr) assisted with the setup. The cg would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the bag falling and disconnecting, the nurse reported that hp was seen on (B)(6) 2010 and is doing fine and continuing therapy without issues. During a follow up phone call by product surveillance to the hp's wife on (B)(6) 2010 regarding the bag falling and disconnecting, it was revealed that it was hp's first time on the hc machine, so he was new and it was a little awkward that day. Per wife, there were no defects noticed on the supplies. The wife confirmed that the hp did not have any injury or harm as a result of this incident. The wife stated that the supplies were discarded after therapy that day, and she did not have the lot numbers. The wife also confirmed that the hp is doing fine and continuing therapy on the hc cycler without any issues. No patient injury or medical intervention was indicated at this time. No further information was provided.